Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received blood glucose (bg) levels of 45 mg/dl and the high 300's (mg/dl) with high levels of ketones. Additionally, it was reported that the customer's ketone level was not dangerous. To address the high bg level, the customer delivered a correction bolus. Additionally, the customer consumed carbohydrates to treat low bg level. Reportedly, the customer was adjusting the settings with health care provider. The customer declined troubleshooting with tandem technical support, as the customer does not believe bg levels are due to the pump or supplies, and are struggling with adjusting the customer's settings.